Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2020-00658.

Event description:
It was reported that during final tightening, the driver was not completely inserted in the set screw and the tip of the driver twisted causing cross-threading of the implant and deformation of the tip of the driver. Surgery was completed with an alternate polaris plug. There were no reported patient impacts. This is report two of two for this event

Manufacturer narrative:
Information added to d3: email address, d8, h6: component codes, type of investigation, investigation findings, investigation conclusions this follow-up report is being submitted to relay additional information. The complaint is unrefuted for one (1) of one (1) polaris plug driver (pn unk) for the failure of twisted. Medical records were not provided for review. Device evaluation: product was not returned and photos were not provided for review. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review and related actions DHR review unable to be performed without a lot number. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during final tightening, the driver was not completely inserted in the set screw and the tip of the driver twisted causing cross-threading of the implant and deformation of the tip of the driver. Surgery was completed with an alternate polaris plug. There were no reported patient impacts. This is report two of two for this event.